Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an on-going elevated blood glucose (bg) level of over 600 mg/dl with large ketones a healthcare provider deemed life threatening on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin along with heart and chest examinations and frequent blood tests to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.